Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, loss of capture was observed on the rv channel. Swelling was observed around the pocket which the physician believes to be caused by physical trauma and not the device. Programming changes were made and the patient is currently stable.

Event description:
Additional information indicates that the patient underwent lead revision. During the procedure, the physician elected to extract the lead due to an unrelated pocket infection. The patient is currently being monitored in the hospital.

Event description:
Additional information indicates that the patient was stable following re-implant.